Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument housing had two out of four snaps broken, and three out of four housing pins were broken. The chassis was undamaged. It was concluded that the damage was likely due to mishandling/misuse.

Event description:
It was reported that during the reprocessing of a da vinci needle driver instrument, the blue housing was identified as being loose. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.